Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-23429, related manufacturer reference number: 2017865-2020-23430. It was reported that the patient presented in the emergency room with bradycardia. Upon interrogation, it was revealed that the patient's right ventricular (rv) and left ventricular (lv) leads were failing to capture. X-ray was performed and it was determined that the rv and lv leads had dislodged due to twiddler's syndrome. The physician elected to replace the leads and implant a leadless pulse generator. The lv and rv leads were explanted and replaced with no issues. The atrial lead could not be removed due to severe entanglement. The patient was stable.